Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump up and down arrow was not responding. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that insulin pump falls into water. Customer had to press hard to go up and down. The product will be returned for analysis.